Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer display showed "call your doctor" icon. The pt was seeing an oor (out of regulation) on the recharger. The stimulator was charged over night and the battery had drained to empty. It was also reported that there was an impedance issue with a reading >10000 ohms on combinations with 1, 2, 3, 4, and 7. Stimulation was intermittent. The pt could not feel the stim while standing, only when moving forward while sitting. Additional info was requested.